Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). 11/11/2015 software investigation completed. Findings are that the wrong patient scan was selected. Software is functioning as designed. Use error. 11/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A site representative, video equipment technician, alleged that, while in an ear, nose & throat (ent) procedure, all instruments were navigating inaccurately. In trouble-shooting, tracer registration seemed accurate when it was completed, however, almost immediately became inaccurate. Checked accuracy again and found it to be accurate on the surface of the skin, however, deemed more inaccurate as they went deeper into the sinuses. The site representative described the tracer pattern which consisted mostly of facial points on the nose and forehead to the medtronic representative who recommended tracing a broader area of anatomy. Checked the patient exam and found the wrong patient had been selected. Selected a computed tomography (CT) for the correct patient and re-registered. Registration on the correct patient's scan was accurate. Issue resolved. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.